Manufacturer narrative:
Physio-control reviewed the device data and was unable to duplicate the reported issue. Physio replaced the device's system controller pcb assembly as a precaution and proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
Upon evaluation of the customer's device, physio-control observed that the device was booting up with a completely white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Section h10 additional mfg narrative of the initial medwatch report indicated: physio-control reviewed the device data and was unable to duplicate the reported issue. Physio replaced the device's system controller pcb assembly as a precaution and proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined. Section h10 additional mfg narrative of the initial medwatch report should indicate: physio-control reviewed the device data and was unable to duplicate the reported issue. Physio replaced the device's system controller pcb assembly due to an unrelated issue observed. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
Upon evaluation of the customer's device, physio-control observed that the device was booting up with a completely white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no report of patient use associated with the reported event.